Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a rotated heart with thick and restrictive leaflets a2/p2 and enlarged atrium and ventricles. There was difficulty with visualizing the clip due to the rotated heart. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed successfully. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1. The end result was very satisfactory. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor imaging was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.